Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented approximately two weeks prior to the explant procedure with atrial and right ventricular lead noise. The leads were explanted and replaced. The patient's condition before, during and post procedure was stable.